Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was unknown at time of call, and troubleshooting could not be performed. Suggested the caller to have the customer call us to perform the testing and to provide more information. No further information was given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.